Manufacturer narrative:
Concomitant medical products- model: evolutr-34, transcatheter aortic valve; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pauses were seen on the electrogram (egm) strip. It was found that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.